Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: b)(6) 2004, 419478 lead, implanted: b)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.